Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.

Event description:
Patient reported "a problem with healing" against an unspecified side device. Device remains implanted.

Event description:
Reported "a problem with healing" and "position of the prostheses was also not satisfactory" against a right side device. Device remains implanted.